Event description:
The drill pin was broken during surgery and the tip of it remained in the patient's body. It was found through x-rays after the surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.